Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp initiated the initial drain cycle prior to being connected. When hp received the alarm he connected transfer set to the pt line of the homechoice set in an endeavor to clear the alarm. Tsc assisted hp's spouse in endidng therapy early. Hp completed therapy by setting up with new supplies. No pt injury or medical intervention was associated with this incident per hp and hp's rn.